Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was unknown. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this is the second occurrence of off no power without a low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.